Event description:
It was reported to philips that the system's x-ray computer was unable to boot up, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x ray pc was not booting up, which was preventing the whole system boot up. Upon troubleshooting, the rse identified the failure in the x ray pc. The supplier's part analysis determined the cause of the x ray pc failure was due to hdd slot 1 defective. To resolve the issue, the philips field service engineer (fse) replaced the x ray pc, reloaded software and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.